Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7208642, medical device expiration date: 2022-07-31, device manufacture date: 2017-07-27. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd integra¿ syringe with detachable needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd integra syringe with detachable needle there was an issue with leakage. There was no report of injury or medical intervention.